Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Device passed the rewind, basic occlusion and displacement tests. No motor error alarm noted. Motor passed motor test. Device was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to rewind but motor error occurred again. The alarm history also showed a no delivery alarm for that day. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.